Event description:
Case description: batch number of novofine 32g 6 mm was reported as 19l01y. Investigation results: name: novofine® 32g etw tip 0.23/0.25*6mm. Batch: 19l01y. The product was not returned for examination. Microscopic examination performed. Needles tested for silicone on patient needle. Needle points on patient needles examined visually for defects. Needles tested for resistance to breakage. An examination of a reference sample showed nothing abnormal. A review of the production records at the manufacturing site showed nothing abnormal. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The batch documentation has been reviewed and found to be normal. Since last submission, the following information has been updated in the case, -investigation results updated. -annex b, c, d and g codes updated. -manufacturer's comment updated. -narrative updated accordingly. References included: reference type: e2b report duplicate. Reference ID#: nmpa (national medical products administration), chn reference notes: (B)(4). Reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2021-00001. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 02-feb-2021: the suspected device (novofine 32g 6mm) has not been returned to novo nordisk for investigation. A reference sample was examined macroscopically. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The batch documentation has been reviewed and found to be normal. As only limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event. Considering the nature of event (needle broken) and injection site pain, it could be related product handling error. Elderly age is a risk factor for needle injury as the skin is more fragile. H3 continued: evaluation summary. Investigation results: name: novofine® 32g etw tip 0.23/0.25*6mm. Batch: 19l01y. The product was not returned for examination. Microscopic examination performed. Needles tested for silicone on patient needle. Needle points on patient needles examined visually for defects. Needles tested for resistance to breakage. An examination of a reference sample showed nothing abnormal. A review of the production records at the manufacturing site showed nothing abnormal. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The batch documentation has been reviewed and found to be normal

Event description:
Pain on the injection site [injection site pain], needle breakage [needle issue]. Case description: this serious spontaneous regulatory authority case from (B)(6) received via nmpa (national medical products administration) was reported by a health care professional as "pain on the injection site(injection site pain)" beginning on (B)(6) 2020, "needle breakage(needle broken)" beginning on (B)(6) 2020, and concerned a (B)(6) year-old female patient who was treated with novofine 32g 6 mm (needle) from (B)(6) 2020 for "diabetes mellitus", patient's height, weight and body mass index were not reported. Current condition: diabetes mellitus (for over 10 years; type not reported). Concomitant products included - insulin. On (B)(6) 2020, the patient started using novofine 32 g. On (B)(6) 2020, the patient used single-used sterile injection to inject insulin. When the injection was finished, it was found that the needle broke. The needle was not broken into the skin. The patient experienced pain in the injection site. No treatment was given. On (B)(6) 2020, when the patient went to hospital for treatment, the condition was reported to the doctor. On (B)(6) 2020, confirmed with the reporter, the needle was not broke into the skin. No sample will be returned. The cause analysis was described as: needle breakage, hardness and tenacity of the steel material were not enough; it was caused by improper external forces. Valid batch number of novofine 32g 6 mm was not reported. Action taken to novofine 32g 6 mm was not reported. The outcome for the event "pain on the injection site(injection site pain)" was not reported. The outcome for the event "needle breakage(needle broken)" was not reported. No further information available. The reporter refused to answer the follow up questions. References included: reference type: e2b report duplicate. Reference ID#: (B)(4). Reference notes: nmpa (national medical products administration), (B)(6). In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. Preliminary manufacturer's comment: the suspected needle is broken and discarded, will not be returned to novo nordisk for evaluation. Elderly age of the patient and improper injection administration techniques could have lead to needle breakage.